Event description:
An attempt was made to deploy a driver rx coronary stent (details unk) into a pt; however, it was reported that the stent got stuck inside the guide catheter and started to unravel. Communication from the field confirmed that the stent had exited past the guide catheter tip. The guide catheter and the unraveled stent were removed without issue. No other clinical sequelae were reported.

Manufacturer narrative:
(B) (4). Results: (stent damaged inside the guide catheter); (stent dislodgement). Conclusion: (stent damaged inside the guide catheter). Evaluation summary: medtronic has received the relevant stent and its analysis has been completed. The stent was returned along with a portion of guide catheter, a portion of guide wire and a portion of a snare. The stent was attached to the snare and was stretched and deformed except for the first three distal segments which, although flattened, were still intact.